Event description:
A hospital in (B)(6) reported via our distributor that an mr290v autofeed humidification chamber appeared to be leaking in the region of its water feed tube due to the presence of a small cut. The cut was detected prior to pt use. No pt consequence occurred.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has only recently received the complaint mr290v humidification chamber for inspection. Our investigation is still underway. We will submit our results in a f/u report following completion of our analysis.